Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05693. The pt has two leads for off-label use. It was reported the pt went to the emergency room due to experiencing a headache. As a result, the pt will see her doctor on an as needed basis. It was also reported the pt was reprogrammed due to a lead issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.